Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving dilaudid, concentration not reported, at 0.5mg/day via an implantable pump. The indications for use were non-malignant pain, failed back surgery syndrome and spinal pain. Two months after the patient had the pump implanted the patient had been experiencing episodes where they feel the pump was "overdosing me". These episodes had caused the patient to go to the ER (emergency room) several times. Troubleshooting, the cause of the overdose, actions/interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.